Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing was not detected with the external pulse generator (epg). The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : analysis could not confirm customer comment that pacing was not detected with the external pulse generator. Device passed all automated and bench testing with no anomalies observed. Lower case has two bosses broken. Main seal is pinched. Two plugs have rust on them (contaminated). Two case screws are rusted (contaminated). All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.